Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal unknown baclofen (concentration and dose unknown) via an implantable pump for intractable spasticity. It was reported that the patient's dose was increased a few days ago and now felt the dose was too high for the patient and would like to turn it down. The hcp did not have a programmer. Redirected to nas to page local rep. Additional information was received from a healthcare provider (hcp) on 202-05-21 and it as reported the patient experienced altered mental status and pupil dilation. Regarding the dose being too high, it was reported that after the pump replacement in december 2023, no alarm threshold was set, and no follow-up appointment was made so the pump ran out. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.